Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a visual inspection of the pump showed the keypad cover was intact; with no peeling or damage. During testing, all the keypad buttons responded properly. The complaint of a keypad button response issue was not duplicated. The keypad cover was opened and evidence of contamination was found under all key contacts. The pump case was removed and evidence of moisture corrosion was found on the keypad flex connector and associated electrical components. Unrelated to the initial complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.